Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification for rotation, run noise, water spray and cap removal specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 39.2°c and 36.9°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Significant gear wear was observed on the drive dog. Cap and head cavities appeared to be dry with minor debris. Some spots with corrosion were noted on the head-tail assembly and drive dog. It is possible that the gear wear may have caused friction and as a result increase the temperature causing heat reported in the complaint but that couldn't be verify through testing.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a dental assistant. No intervention was required.